Event description:
It was reported that vessel perforation occurred. The target lesion with less than 45 degrees bend was located in the moderately calcified and moderately tortuous distal circumflex artery. A 182 cm choice guidewire was used during the procedure. However, perforation was noted distal to the lesion. The procedure was aborted, and the physician then performed pericardiocentesis. The patient's status was stable.